Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the sheath did not split correctly and after the clip was deployed, it remained within the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. A femoral angiogram was not taken. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4), failure to follow steps. (B)(4). The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the thumb advancer and sheath split were complete and the clip was found captured within the open wings. The movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube and exposure of the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The pusher block did not connect with a component at the distal end of the release rod to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. The investigation is on-going. A review of device lot history record did not reveal any findings relevant to this event.

Event description:
Information noted the patient died approximately three months post implant of the device system. No further information is currently known. The cause of death has been requested and not received.